Manufacturer narrative:
Preliminary analysis of the available patient files revealed: an abnormal battery depletion. No overconsumption. The expertise of the returned ICD didn¿t reveal over-consumption. -the root cause could not be determined with certainty. The most likely hypothesis would be a battery failure. Further investigations are ongoing at the battery manufacturer level. Please refer to the attached report.

Event description:
Reportedly, at the follow-up one year ago, the battery voltage of platinium vr 1210(s/n: (B)(6)) was 2.97v, with a confirmed remaining life of over 10 years. At the (B)(6) 2025, follow-up, the battery voltage was 2.77v, and the confirmed remaining life was only 1 year and 11 months. The physician considered the possibility of premature battery depletion or inaccurate display data and requested urgent analysis. It is unclear whether the remaining life confirmed on (B)(6) 2025 was correct, whether the previously displayed remaining life was incorrect, or whether the method for calculating remaining life was revised during this follow-up visit. The physician requests that you confirm whether the remaining lifespan confirmed on (B)(6) 2025 is appropriate and also report the actual remaining lifespan of this ICD. After implantation, one shock occurred on (B)(6) 2015. Depending on the analysis results, the patient may need to come to the hospital immediately. Therefore, we would appreciate it if you could conduct an analysis and provide us with the analysis report as soon as possible.

Manufacturer narrative:
Device was explanted on (B)(6) 2025.

Event description:
Reportedly, at the follow-up one year ago, the battery voltage of platinium vr 1210(s/n: (B)(6)) was 2.97v, with a confirmed remaining life of over 10 years. At the (B)(6) 2025 follow-up, the battery voltage was 2.77v, and the confirmed remaining life was only 1 year and 11 months. The physician considered the possibility of premature battery depletion or inaccurate display data and requested urgent analysis. It is unclear whether the remaining life confirmed on (B)(6) 2025 was correct, whether the previously displayed remaining life was incorrect, or whether the method for calculating remaining life was revised during this follow-up visit. The physician requests that you confirm whether the remaining lifespan confirmed on (B)(6) 2025 is appropriate and also report the actual remaining lifespan of this ICD. After implantation, one shock occurred on (B)(6) 2015. Depending on the analysis results, the patient may need to come to the hospital immediately. Therefore, we would appreciate it if you could conduct an analysis and provide us with the analysis report as soon as possible.

Event description:
Reportedly, at the follow-up one year ago, the battery voltage of platinium vr 1210 (s/n: (B)(6)) was 2.97v, with a confirmed remaining life of over 10 years. At the (B)(6) 2025 follow-up, the battery voltage was 2.77v, and the confirmed remaining life was only 1 year and 11 months. The physician considered the possibility of premature battery depletion or inaccurate display data and requested urgent analysis. It is unclear whether the remaining life confirmed on (B)(6) 2025 was correct, whether the previously displayed remaining life was incorrect, or whether the method for calculating remaining life was revised during this follow-up visit. The physician requests that you confirm whether the remaining lifespan confirmed on (B)(6) 2025 is appropriate and also report the actual remaining lifespan of this ICD. After implantation, one shock occurred on (B)(6) 2015. Depending on the analysis results, the patient may need to come to the hospital immediately. Therefore, we would appreciate it if you could conduct an analysis and provide us with the analysis report as soon as possible.

Manufacturer narrative:
Please refer to the attached report preliminary analysis of the available patient files revealed: o an abnormal battery depletion o no overconsumption based on available information, a battery issue could not be excluded. In this case, the battery voltage could decrease very rapidly, therefore the rrt could be reached very rapidly. The device estimated longevity calculated cannot be taken into account. The ICD device explantation should be considered.